Event description:
Patient presented to the operating room for change out due to normal eri. The electrical function of the lead was observed, no anomalies were found. Externalized conductors were noted via fluoroscopy. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.